Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal tip measuring 51.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient had a syncopal episode and fell and hit his left shoulder. Upon device interrogation, high threshold and high pacing lead impedance were observed. Physician suspects lead fracture and elected to cap and replaced the lead.